Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer had failed and required maintenance. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets in row a had failed and were unrecoverable. A field service engineer ran the hardware test application and did not see any cubie in row a. The yellow light on the tray was not lit. The fse ejected the pockets enough to manually remove row a and found metallic debris shorted across pins in a1. The debris was removed, the tray and cubie pockets were reinserted, and the application was restarted. The system functioned as intended after the field service engineer repaired the device.